Manufacturer narrative:
Corrected gtin: (B)(4). Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator and x ray dot were dislodged. The x ray dot was not found. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion on the edge of the stator was observed, as well as a scratch mark in the valve casing. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 28th september 2004. The root cause of the stator and x ray dot dislodgement could not be clearly determined. The root cause for the scratch mark in the valve casing is possibly due to the valve receiving some form of impact, this however could not be determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient came into the hospital with headache and vomiting. The physician made an x-ray and he said that on this x-ray he could see that the stator is dislocated.